Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was sticking. A replacement pump was sent to the customer to resolve the issue. Additionally, it was reported that the pump battery could not be charged. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer. Customer¿s blood glucose value was more than 500 mg/dl. Reportedly, the customer addressed their bg with a correction bolus via the pump.